Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Functionally the loading unit was loaded into a post market vigilance instrument and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after stapling on a laparoscopic radical resection of right colon cancer, the surgeon was able to press the green button but the stapler could not be fired when preparing to cut the colon. They replaced the device to complete the case. There was no patient injury.